Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not received.

Event description:
Failure of the y-mesh contour in the sacral tail.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6) . According to the available information received from the director of clinical science and oma, a phone call was received from the physician reporting a failure of the y-mesh contour in the sacral tail. No components were received for evaluation. Without the benefit of analyzing the components, quality cannot confirm any observations or comment on the condition of the product. If the components become available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.